Manufacturer narrative:
(B)(4). Date sent: 9/29/2023. D4: batch # unk. Additional information was requested and the following was obtained: " please clarify how ¿could not be fed into the jaw properly¿ did device not feed clips? Did device feed clips sideways? If other, please specify: the clip formed like tears and did not clip properly." "The procedure was laparoscopic colectomy. There was no bleeding, leakage nor damage on tissue due to the clip malform. The patient is stable after the operation." Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent this report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during an unknown procedure, clip malformed in teardrop shape. The clip could not be fed into the jaw properly. Another device was used to complete the case. There were no adverse consequences to the patient. No further information is available.

Manufacturer narrative:
(B)(4). Date sent: 10/18/2023. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent: "please clarify the statement ¿ clip could not be fed into the jaw properly¿. Did device not feed clips? Did device feed clips sideways? Did device feed multiple clips? Did device feed correctly, but fired malformed clips? If other, please specify" an analysis of the product could not be performed since a physical sample was not received for evaluation. An evaluation of the manufacturing record could not be performed as the required product identification number was not provided to complete the evaluation. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications.

Manufacturer narrative:
(B)(4). Date sent: 10/24/2023. D4: batch # unk. Additional information was requested and the following was obtained: "please clarify the statement ¿ clip could not be fed into the jaw properly¿. Did device not feed clips? No.did device feed clips sideways? Yes. Did device feed multiple clips?yes, it fed to clips like tear drops. Did device feed correctly, but fired malformed clips? Yes, it fed to clips like tear drops.if other, please specify: n/a" h6. Medical device problem code.